Event description:
On (B) (6) 2010, pt reported he received an e10 (cartridge error) alert while attempting to retract the piston rod. Had pt insert a new battery and attempt to return the piston rod. Pt reported a 'clicking sound' and stated the piston rod was not moving; infusion device displayed an e10. Pt reported there has been insulin leaking behind the piston rod and caused an elevated blood glucose. Pt stated his blood glucose has elevated as high as 500 mg/dl. Pt's target blood glucose range is 100-130 mg/dl. Pt reported this has occurred with approx 6 cartridges. Pt stated he does reuse cartridges and changes the cartridge once a month. Pt reported he needs to refill the cartridges every 1.5 days. Pt stated he changes the cartridge, dries out the infusion device, and boluses through the device for a correction. Pt reported when the insulin cartridge is removed, the base of the cartridge is wet with insulin. Pt is using expired cartridges. Advised against reusing cartridges and using past the expiration date. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.